Manufacturer narrative:
Results: one used sample was returned for evaluation. A visual/microscopic inspection revealed a broken catheter at approximately 2mm from the catheter hub and appeared to have been cut by a sharp object. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined. Based on the length of the catheter received, the manufacturing flow has been traced and there is no area that could contact the catheter at the affected area.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that medical staff went to remove a 20 g x .32 mm bd venflon¿ pro safety peripheral safety IV catheter with injection valve from a patient and found the catheter had detached from the catheter hub and remained in the patient's vein. The patient was taken to surgery and the broken catheter was removed.